Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 662 mg/dl with moderate ketones, cause was unknown. As a result of high bg, customer went to the emergency room (ER) where they were treated with intravenous fluids of saline and insulin in addition to a manual injection. Customer was released from the ER the following morning.